Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00227. The patient has 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient was hospitalized due to an infection at the drg ins and lead incision sites. The patient was placed on IV antibiotics while in the hospital. The patient was discharged from the hospital on (B)(6) 2017, however the infection persists. The patient was prescribed oral antibiotics and the wounds are being packed daily. No interventions are planned as the patient is on hospice care due to an unrelated illness.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00227.